Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The tamper seals were intact. The top case was cracked/chipped by the left and right front bottom corners. The battery door and bottom case were cracked by the "l" bracket pole clamp. There was some visible contamination of the device. The investigator was unable to retrieve the event history log due to a constant alarm that was coming from the unit. Nothing was being displayed. The customer reported product problem was replicated during testing. The product problem was attributed to a user error. The device was used improperly. The reprogramming from the base unit (bottom interconnect board) to top unit (main board) was incomplete. To correct this problem the investigator upload the software from the base unit (interconnect board) to the top unit (main pc board) using the power point process. The device was subsequently powered up, after which it passed all functional testing.

Event description:
It was reported that all the lights on the medfusion's led's screen lit up. The screen was blank and the pump sounded an alarm. There was no patient involvement.